Manufacturer narrative:
Product analysis the device was received with the external slider and graft cover partially retracted. The stent graft had been deployed prior to receipt of the device. The deployed stent graft was received alongside the device, the stent graft appeared slightly worn. Deformation was evident immediately distal to the strain relief. A tear and a kink were observed on the graft cover distal to the stent stop. Kinks and separation of spiral member was observed at the graft cover kink site, with kinks and separation was also evident the proximal of the taper tip. It was possible to advance and retract the external slider with no issues noted. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: the reported positioning difficulties and delivery system deformation involving the etlw1620c93ee stent graft could not be confirmed based on the two still angiograms provided; therefore, the cause of the event could not be determined. Lack of pre-implant CT scans did not allow for assessment of the pre-implant anatomy, and procedural angiograms showing attempts to position the device were not available for evaluation of the event. 2 still images were received for analysis. The images depict endurant delivery system. With the external slider partially opened and the graft cover partially retracted. The stent graft is positioned beside the delivery system. Notably, the distal end of the spindle appears bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An etlw1620c93ee stent graft was intended to be implanted. It was reported that during the index procedure the physician had implanted a non-medtronic stent which had undergone a four-stage fenestration, to treat an aortic ulcer. After the four-stage fenestration, a new perforation of the penetrating ulcer appeared proximally to the non-medtronic stent. The initial plan was to treat the new perforation with a combination of etlw1620c93ee and another endurant stent graft. However, when the surgeon attempted to implant the etlw1620c93ee, the physician encountered an obstacle during advancement via the femoral artery. After forcefully pushing it in, the stent could not be inserted, and it was discovered that the delivery system was slightly bent. The delivery system was then removed and placed on a nearby operating table. Part of the stent was deployed, and an attempt was made to straighten the delivery system manually, but this was not possible. Ultimately, the stent was not used. Another stent graft was used to complete the procedure. Per the physician the cause of the difficulty inserting the endurant limb was due to anatomical reasons. No additional clinical sequalae were provided and the patient is fine.